Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected both reagent probe a and b. Fse changed the di water solenoid valve on the bubble generator and the leaking was resolved. (B)(4).

Event description:
The customer reported leaking from both reagent probes a and b on the unicel dxc 600 pro synchron system. The leak was contained within the instrument. The customer was wearing goggles, a lab coat, and gloves. No reports of injury or customer exposure. No reports of erroneous patient results generated.